Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 4. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure that universal surgical manipulator (usm) 4 had repeated aurora link errors. Intuitive surgical, inc. (Isi) followed up with the customer and received the following additional information: the customer disabled the faulty arm and completed the surgery with a x3 arm configuration. There was a delay was of approximately 15 minutes.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator (usm) 4 for failure analysis investigation. The unit was analyzed and the reported multiple errors which are caused by a 31226 error was confirmed and replicated. In artemis, the 31226 error was found indicating a communication fault on the usm, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the 31226 error was triggered indicating fault on the link 1 axis, replicating the reported event. The usm was then installed onto a patient side cart fixture test platform (pftp) where fiber test was found to be failing on the clock spring. Once testing was complete the clock spring fiber was aba tested and was verified to be the source of the fault. Correction: h8. Was updated to initial use of device.

Event description:
Refer to h11 for follow-up information.